Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge was not connected with the station. User unable to open the fridge. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) contacted the unit and communicated with the customer, providing instructions using the equipment service refrigerator key procedure. The fse guided the process to first power off the backup battery, refrigerator, and medication station, and after a waiting period, instructed to power on the refrigerator and backup battery followed by the medication station to restore normal operation. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.